Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) was due to reported challenging patient anatomy. The reported mitral regurgitation (mr) was a cascading event of reported slda. Mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report filing, additional information received reported that the clip detached from the posterior leaflet. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the clip detached from one leaflet and mitral regurgitation increased. It was reported that the mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. After the procedure, one of the clips detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), and mr increased. No additional information was provided.